Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about fm in tube. According to the customer's report, something like a plastic piece in the tube was found before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022. Investigation summary: bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and revealed foreign matter on the inside of the tube as there is a brown particle observed in the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about fm in tube. According to the customer's report, something like a plastic piece in the tube was found before use.